Manufacturer narrative:
The event occurred in united kingdom while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device delivered an unintended bolus of 15 units of insulin that was not programmed by the patient. The patient experienced a blood glucose level of 2.5 mmol/l. The patient was unable to self-treat and her mother had to provide her with four digestives and apple juice. The infusion device was requested to be returned for product evaluation.